Manufacturer narrative:
Available information indicates the lead remains implanted and in service. This report will be updated if additional information is received. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Patient code 3191 captures the reportable event of surgery. This rereport will be updated when analysis is complete.

Event description:
It was reported that this right atrial (ra) lead exhibited high, out-of-range pacing impedance measurements of greater than 3,000 ohms. The patient is monitored in the remote monitoring system and was scheduled for an in-clinic device check where an x-ray was planned to evaluate the situation. It was noted the patient's previous ra lead was surgically abandoned and replaced due to oversensing of noise. At this time, the lead remains implanted and in service. No adverse patient effects were reported. The field representative later confirmed that the ra lead remains implanted but programmed off, with no intervention planned thus far. The patient was doing well and the ra lead issue will continue to be monitored. It was later reported that the ra lead exhibited noise and loss of capture (loc). A lead fracture was suspected, and the patient underwent a lead revision procedure where this ra lead and the previously abandoned ra lead were extracted and replaced. No additional adverse patient effects were reported. This lead was returned and is undergoing laboratory analysis.

Event description:
It was reported that this right atrial (ra) lead exhibited high, out-of-range pacing impedance measurements of greater than 3,000 ohms. The patient is monitored in the remote monitoring system and was scheduled for an in-clinic device check where an x-ray was planned to evaluate the situation. It was noted the patient's previous ra lead was surgically abandoned and replaced due to oversensing of noise. At this time, the lead remains implanted and in service. No adverse patient effects were reported. The field representative later confirmed that the ra lead remains implanted but programmed off, with no intervention planned thus far. The patient was doing well and the ra lead issue will continue to be monitored.

Manufacturer narrative:
Available information indicates the lead remains implanted and in service. This report will be updated if additional information is received. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Available information indicates the lead remains implanted and in service. This report will be updated if additional information is received. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This rereport will be updated when analysis is complete. Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was extended and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 24.8 cm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic/flex fatigue damage. Analysis concluded that the clinical observations of noise, out-of-range pacing impedance measurements, and failure to capture were likely caused by the confirmed fracture.

Event description:
It was reported that this right atrial (ra) lead exhibited high, out-of-range pacing impedance measurements of greater than 3,000 ohms. The patient is monitored in the remote monitoring system and was scheduled for an in-clinic device check where an x-ray was planned to evaluate the situation. It was noted the patient's previous ra lead was surgically abandoned and replaced due to oversensing of noise. At this time, the lead remains implanted and in service. No adverse patient effects were reported. The field representative later confirmed that the ra lead remains implanted but programmed off, with no intervention planned thus far. The patient was doing well and the ra lead issue will continue to be monitored. It was later reported that the ra lead exhibited noise and loss of capture (loc). A lead fracture was suspected, and the patient underwent a lead revision procedure where this ra lead and the previously abandoned ra lead were extracted and replaced. No additional adverse patient effects were reported. This lead was returned and is undergoing laboratory analysis.

Manufacturer narrative:
Available information indicates the lead remains implanted and in service. This report will be updated if additional information is received.

Event description:
It was reported that this right atrial (ra) lead exhibited high, out-of-range pacing impedance measurements of greater than 3,000 ohms. The patient is monitored in the remote monitoring system and was scheduled for an in-clinic device check where an x-ray was planned to evaluate the situation. It was noted the patient's previous ra lead was surgically abandoned and replaced due to oversensing of noise. At this time, the lead remains implanted and in service. No adverse patient effects were reported.